Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was over 400 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy or switch to multiple daily injections (mdi) until the replacement arrives.